Event description:
A pt experienced a surging sensation. In addition, the pt has been able to flip the device since it was implanted. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).